Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed; however, the incorrect data was provided and there was no data in the remote monitoring system for this device. Device replacement was recommended due to the code. It was later reported that this device was explanted and replaced with a competitor's device the following month. No additional adverse patient effects were reported.